Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Conclusion: the definitive cause of the user's experience could not be determined. Based on the available information the following are the presumed possible cause: it is presumed that the image did not appear because unexpected stress was applied to the cable unit due to user handling and the cable unit failed.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The definitive cause of the customer's experienced cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the user's report of no image was confirmed. There was no image when connected to the processor due to faulty charged couple device (ccd). This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported that a hd autoclavable camera head was found to have no image. There was no reported patient impact related to this occurrence.